Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. No additional adverse patient effects were reported. Additional information indicates that there was no allegation against the right ventricular (rv) lead. No adverse patient effects were reported.